Event description:
It was reported that this inflatable penile prosthesis was not performing as expected due to fluid loss. In addition, the distal left cylinder was pending erosion. The patient underwent surgery to replace the device and the erosion was fixed. There were no further patient complications.